Manufacturer narrative:
Evaluation summary: the product was not returned, the gfd remains implanted. The device history record (DHR) for the batch was reviewed. No abnormalities were found during the DHR review and the product was released according to release criteria. No sample was returned, therefore, the condition of the product could not be verified. During production, 100% final inspection is being performed on the entire batch, including visual inspection and inner illumination. If a blockage would be noticed, the product would have been rejected immediately. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone and email. A completed questionnaire was not received. (B)(4).

Event description:
A scrub technician reported that following a glaucoma filtration implant (gfd) procedure, the gfd was removed at a later date due to it not working. Additional information was provided by a different scrub technician, who reported that the initial gfd was later found to not be draining because it was plugged up. Approximately, two months later the surgeon implanted a second gfd without removing the initial implant. The initial gfd remains implanted. The scrub technician has no further details to provide.